Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was surgically removed on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence and cystocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, hesitancy, nocturia, urgency, burning, dysuria, stranguria, post-void dribbling, sensation of incomplete emptying, bladder spasms, incontinence, enuresis, dyspareunia, hematuria, and recurrent urinary tract infections.

Event description:
It was reported that following insertion the patient experienced frequency, hesitancy, nocturia, urgency, burning, dysuria, stranguria, post-void dribbling, sensation of incomplete emptying, bladder spasms, incontinence, enuresis, dyspareunia, hematuria, and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07374. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2012.